Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event - (B)(6) 2020. Implanted date - (B)(6) 2020. Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "during sealing of an artery post a cath lab procedure, the terumo angio-seal vip vascular closure device failed to properly secure the absorbable collagen sponge and the absorbable polymer anchor that are connected by an absorbable self-tightening suture. As a result, manual pressure was needed to maintain normal hemostasis. Following the incident, the patient needed to be on bedrest for 6 hours since extended recovery bed was ordered."